Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they received information that their implantable pulse generator (ipg) was "losing two years of battery voltage with every transmission". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.